Event description:
Medtronic received information that during the implant procedure, a pre implant balloon aortic valvuloplasty (bav) was performed, using a 20mm non-medtronic balloon. After the valve was implanted, a post implant balloon aortic valvuloplasty (bav) was performed using a 24mm non-medtronic balloon. The balloon dislodged the valve into the coronary sinus. A snare was used to reposition the valve higher. A second, larger 34mm transcatheter bioprosthetic valve was implanted. Another post implant bav was performed, using a 24mm non-medtronic balloon. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. However, with the limited information and no procedure images to review, the conclusive cause of the pvl cannot be determined. In this case, a post balloon aortic valvuloplasty (bav) was performed. The user followed the instructions in the instructions for use (IFU) that states: "if valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation (pid) of the bioprosthesis may improve valve function and sealing." After post dilation, the balloon dislodged the valve into the coronary sinus. Potential factors that can influence a dislodgment include calcification levels in the native vessel, compliance of the aorta and native vessels, a size mismatch between the device and patient anatomy, bav and/or a number of others. In this case, it was reported that the probable cause of the dislodgement may be due to post bav. Dislodge events are typically not related to a device malfunction. A decision was made to snare valve higher; though use of a snare to reposition the valve after deployment is complete is not recommended per the IFU. Subsequently, a second larger (34mm) valve was implanted; the physician indicated that the 29mm valve was too small for the patient¿s annulus. This event does not indicate device misuse or malfunction. Updated data: h6 - method code, results code and conclusion code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received, that a post-implant bav was performed on the first valve, due to moderate paravalvular leak (pvl). The physician indicated, that the 29 mm valve was too small for the patient's annulus. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.